Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was over 400 mg/dl. Customer had viral infection with flu like symptoms, anxiety and depression. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip and manual injections. The current blood glucose reading is 143 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.